Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was sparking from the power cord and then had a loss of power. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported sparks coming from the power cord; the power cord was not returned with the programmer. Analysis was able to confirm that the programmer would not power up. Analysis also noted that the power cord bay door latch tabs were broken, the hinge plate hardware was missing, the printer drawer was missing, and the pc card slot was missing an eject button. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.